Event description:
It was reported that the patient with this artificial urinary sphincter (aus) received radiotherapy to his perineum and suffered a subsequent erosion of the cuff through the urethra diagnosed by flexible cystoscopy. The aus was explanted. There were no additional patient complications reported.